Event description:
The international customer reported the ventilator alarmed and would not boot up due to a vent inop air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.